Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos), causing the lead integrity alert (lia) to be triggered. The sensitivity was reprogrammed. It was also reported, the patient had post ventricular sense twos. There was a ventricular fibrillation detected due to twos and anti-tachycardia pacing (atp) was delivered but more of the therapy was aborted. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4076 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos), causing the lead integrity alert (lia) to be triggered. The lead remains in use. No patient complications have been reported as a result of this event.